Event description:
Report of the nurse: while performing a colostomy revision, dr used a 10mm anvil grasper with ratchet handle to a grasp the anvil (sewn to one portion of the colon) to connect it to an "eea" a.k.a., curved intraluminal stapler (ils.) One of the two hooks on the anvil grasper was loose and malfunctioned and could not be used as intended. The surgeon resorted to using an endoscopic bowel grasper to connect the anvil to the stapler. Surgeon's op report: we opened an eea stapler and then placed the anvil inside the distal colon. Prior to this I had used a metal, non-disposable pursestring device to create a purse string suture around the edge of the colon. I had excised the very end of the colon at the site of the colostomy. Then we placed the anvil and then tightened the purse string suture. We made sure that there was adequate hemostasis. Then we dropped the anvil intra-abdominally and then I closed the fascia at the level of the colostomy site with interrupted figure-of-8, #1 vicryl sutures. Next we irrigated the subcutaneous profusely and then I checked for hemostasis and then closed the cavity with a 4-0 interrupted and 3-0 vicryl sutures. We approximated the skin loosely given that this is a contaminated site, given the fact that he had an ostomy going through it. I then re-insufflated the abdomen and then my first assistant went to the perineal area and inserted the eea stapler under direct vision by me laparoscopically. We advanced the spike of the stapler under direct vision and then connected the spike to the end of the anvil laparoscopically. Then the staple was fired.